Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 an e-mail was received from our affiliate in (B)(4) reporting receipt of ¿declaration from the local health authority (B)(6).¿ the complaint was reported by an eye care provider (ecp) on (B)(6) 2015, (B)(4). The information was reported as follows: product: acuvue oasys brand contact lens (cl); lot number: l002hqv2jr; date of incident: (B)(6) 2015; description of the facts: incident: cl incident in the right eye, infection with superficial ulcer; results: ulcer at 2mm from optical axis; action taken: stop of the cl wear; treatment and follow up. On (B)(6) 2016 an e-mail was received from the affiliate with additional information as follows: the affiliate contacted the patients (pt¿s) treating ecp and the ecp¿s assistant confirmed that the ecp has not reported a cl adverse event since the beginning of the year. The assistant reported that the pt name is not given and ¿that he doesn¿t remember this event (one year ago).¿ the suspect product availability for return for evaluation is unknown. No additional information was collected and no additional information is expected. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # l002hqv was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.